Event description:
It was reported that a patient underwent an unknown surgical procedure and suture was used for closure of subcutaneous tissue. The patient had drainage/effluent coming from the surgical wound in the post-operative period. The material was yellowish serous liquid. The surgeon had to operate to re-explore and aspirated more than 1.5 liters of the serous liquid material. The patient had to stay in the hospital two additional weeks because of the drainage.

Manufacturer narrative:
(B)(4). (B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.